Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in a lens cas/vial. Visual inspection found a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A damage cc4204a ,+18.0 diopter, intraocular lens was returned. A note on the lens packaging box indicated "open & not used, lens tore". Additional information has been requested but non has been forthcoming, if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: correct date for "returned to manufacturer" is 22/05/18. The date 17/05/18 is incorrect. Claim # (B)(4)0